Event description:
Spinal catheter was in the process of being withdrawn by the anesthesiologist. It withdrew easily but the tip was not intact and appeared sharply divided. Estimated 2 cm of the distal tip remained in the patient at the l3-l4 level of the spinal cord. No symptomatic complaints from the patient. Consultation advised no retrieval of the fragment unless patient developed symptoms. Removal would require laminectomy and intradural exploration with associated risk of such procedures.